Manufacturer narrative:
Results: the complaint for "invalid impedance" was not confirmed. Microscopic inspection of the returned lamitrode did not reveal any visible anomalies or damage. Functional testing was conducted to analyze the channel's resistance and to verify the insulation characteristics between channels; the returned lamitrode passed continuity and resistance testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a permanent procedure on (B)(6) 2014, the epiducer was used to place the lead. Intra-operative testing revealed invalid impedance readings. The physician tried multiple trial cables and repositioning the lead to no avail. Subsequently, the physician explanted and replaced the lead. The procedure was extended 45 minutes. The pt reported effective stimulation coverage postoperative.